Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, during a thr surgery, the tip of the polarstem modular head for 21000662 broke in half. The device was broken during impaction of the femoral head which was multiple strikes with a mallet. After removal of the broken parts, the surgeon deemed the femoral head sufficiently seated and secured. No broken pieces fell into patient. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: it was reported that, during a total hip replacement surgery, the tip of the polarstem modular head for 21000662 broke in half. The device was broken during impaction of the femoral head which was multiple strikes with a mallet. After removal of the broken parts, the surgeon deemed the femoral head sufficiently seated and secured. No broken pieces fell into patient. Patient was not harmed as consequence of this problem. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. So, the mentioned failure mode cannot be confirmed. No batch number was communicated so the document history review was not possible. As there is no batch number available, the complaint history review was performed on product number, revealing 22 additional complaints reported for the same product number over the past 12 months with similar failure mode. Due to insufficient information it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed, the performed investigation do not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.